Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
It is reported during a procedure on (B)(6) 2013 the electric pin drive was getting hot. Reportedly the device was tested prior to the patient entering the operating room. As a result of the device malfunctioning the device was not used during the surgical procedure, so there was no patient involvement. This is 1 of 1 report for this event for complaint number (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The serial number (B)(4) belongs to the part 50154333, which is the housing of the article (B)(4). The manufacturing documents of this housing were reviewed and no complaint related issues were found.

Manufacturer narrative:
A service history of the past six months has been reviewed. The item was previously returned on 29-nov-2012 due to running in locked position. A service request was called in by a customer on 17-jan-2013 for getting hot. The previous condition of running in locked position is not relevant to the current complained issue of getting hot. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that this electric pen drive was getting hot could not be confirmed. This DHR review is indeterminate as the provided part/lot combination is incorrect and because the history of the machine is unknown at synthes (B)(4) as this is documented in the local service centre.